Event description:
CT technologist reported that the illumena hinge pin broke when they were inserting a new syringe into the injector for the next procedure.

Manufacturer narrative:
Liebel flarsheim field svc report field svc engineer replaced broken hinge pin and translation knob. Performed injector system operational checkout verification per lf service manual. Injector returned to full svc by the customer.